Event description:
The home patient reports a 2240 alarm during automated peritoneal dialysis treatment with the homechoice machine. It is revealed that the patient line of the homechoice set became disconnected while the patient slept. The patient discontinued treatment and finished with a manual exchange. There is no patient injury or medical intervention reported by the patient.